Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
Patient received inappropriate therapies due to noise while dancing. Printouts showed noise, indicative of a damaged lead. The lead was explanted.